Manufacturer narrative:
Initial reporter telephone (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A laser vision correction patient experienced vertical gas breakthrough (vgb) during a laser treatment on the right eye. A description from the surgery center indicated the surgeon had made the first attempt to lift the flap and stated it did not look correct as it was too thin. It was also stated the flap was not cut correctly as thickness was programmed at 110 microns. The surgeon made second attempt by programming the thickness to 160 microns and using a different cone. At the second attempt, the flap was lifted and it was noted there was small areas of vgb and an abnormal sidecut on the right hand side. The vgb made the flap difficult and as a result of the vgb, the procedure was aborted.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.